Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse replaced the drive assembly and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge filed service engineer (fse) that the cs100 intra-aortic balloon pump (iabp) received a maintenance required code #1 (atmospheric transducer offset failure) and autofill failure. There was no patient involvement, thus no adverse event was reported.